Event description:
It was reported that the outer housing of the speed guide spins when the drill is used. The pt's soft tissue got caught up in the housing several times and surgeon had to stop drilling to retract the tissue away from guide.

Manufacturer narrative:
Investigation in progress but not yet complete.